Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. The reamer head and one holding pin fell into the surgical site; it was confirmed that both pieces were removed manually or using forceps. The procedure was completed successfully using back-up equipment without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported disassembly of the device was not confirmed by a manufacturer repair technician through visual inspection; however, during device evaluation, it was found that the set screw was loose, which could have contributed to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. H3 other text : the device has not been returned for analysis at this time.

Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. The reamer head and one holding pin fell into the surgical site; it was confirmed that both pieces were removed manually or using forceps. The procedure was completed successfully using back-up equipment without a surgical delay; no adverse consequences or medical intervention were reported.